Manufacturer narrative:
No product was received for evaluation. The instructions for use states that if a leak is found, discard the solution and a new dialysate bag can be used. All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 09 apr 2024 from a therapy specialist at a critical care facility who stated dialysate bags broke while initiating renal replacement therapy on (B)(6) 2024. Additional information was received on 10 apr 2024 from the therapy specialist who confirmed there was no adverse impact to the user or patient.